Manufacturer narrative:
Concomitant medical products: dtmb1d1 ICD, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance and noise which lead to an inappropriate mode switches. The lead was capped and replaced. No patient complications have been reported as a result of this event.